Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned guidewire has its coil wire elongated for approximately 15cm starting at the proximal solder. At the distal end of the elongated coil wire, approximately 28mm long coil wire fragment was found. Core wire fractures (referred to as fracture a, fracture b, and fracture c in order of proximity to the proximal solder) were observed under a microscope. It revealed that fracture a was at approximately 117mm to the proximal solder. The fracture surface was partially flat and partially oblique, and the oblique end was twisted. On the side of the core shaft, a circumferential crack was observed. These findings suggested that the core wire became fractured by repeated bending force and twisted along removal of the guidewire. Fracture b had the same fracture characteristics and tallied with fracture a. The core wire and elongated coil wire were found fractured at the same point (fracture c). Both fracture surfaces were oblique and at the same angle; therefore, it was assumed that the guidewire was intentionally cut. By measuring length of the returned core wire, it was calculated that approximately 20mm of the guide wire was missing. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that repeated bending force exceeding the product design limit was inadvertently applied to the guide wire when it was trapped by the cto lesion and/or vessel. Coil elongation was assumed to be occurred along withdrawal of the guide wire from the anatomy. There was no indication of product deficiency. Instructions for use states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that when the subject guide wire was passed into half of the planned position for stent deployment in rca #2 cto lesion, the tip of guide wire could not be manipulated. When the guide wire was withdrawn back to the catheter, the tip of guide wire fractured, but the distal coil did not fracture completely. When the guide wire was withdrawn stronger, the distal coil was drawn to the right radial artery and fractured. The fractured wire is still in the patient's body because it was very hard to retrieve it.